Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) errors 78, 111, and 112 occurred. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(state): fukuoka & e1(postal code): 8308577. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. The problem was resolved by shutting down and restarting the system in use, and it continued to work without any problems. Fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) errors 78, 111, and 112 occurred.